Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that a patient experienced a chamber collapse and the handpiece occluded during a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Product evaluation ¿ system: no further information was able to be obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 26, 2005. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. Actions taken: alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Product evaluation ¿ handpiece: no further information was able to be obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).